Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that two resolution 360 clip devices were used in the duodenum during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the first clip locked onto tissue; however, it would not detach from the catheter. Eventually, the clip was able to be released from the catheter after rotating the catheter for several minutes. Reportedly, they removed the duodenoscope that was used for the first device and grabbed a gastroscope for the second resolution 360 clip device. The second clip closed on the site but would not detach from the catheter. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that two resolution 360 clip devices were used in the duodenum during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2018 . According to the complainant, during the procedure, the first clip locked onto tissue; however, it would not detach from the catheter. Eventually, the clip was able to be released from the catheter after rotating the catheter for several minutes. Reportedly, they removed the duodenoscope that was used for the first device and grabbed a gastroscope for the second resolution 360 clip device. The second clip closed on the site but would not detach from the catheter. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Problem code 2906 captures the reportable event of clip difficult to release from the catheter. A visual examination of the complaint device found that the clip assembly and the yoke were not returned with the device. A kink was noticed in the bushing and the body of the catheter. A labeling review was performed and from the information available, this device was not used per the directions for use (dfu) / product label, as this device is only meant to be used with forward-viewing endoscopes. This failure is likely related to misuse of the device without any design or manufacturing issue. Therefore, the most probable root cause is unintended use error caused or contributed to event. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.